Manufacturer narrative:
Concomitant product: product ID: 3057, product type: screening device. (B)(4).

Event description:
A trial patient reported a lead migration. The patient stated they had no stimulation on either side. The patient stated their urgency returned and she had less than 50% improvement in her symptoms. The patient stated they did not feel stimulation past 12.6 on either side. It was noted the trial began on (B)(6) 2017. The indication for use is unknown.